Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information has been provided. Data was provided for investigation. Data investigation confirmed an alert/notification settings issue as no audio output. The probable cause is phone connected to external audio output device. It was noted in connection with the allegation that the app delivered low alerts at 40% volume through an external bluetooth audio output device from 03:24 pm until it was acknowledged at 03:40 pm. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2025, the cgm reading was low but the display units (mobile app and direct to watch) did not give an alert. The patient started to feel symptoms: headache and sweatiness and when she checked her cgm, it was showing 77 mg/dl. The patient self- treated with some food (unspecified) to alleviate the symptoms. Despite eating food, her symptoms persisted so she asked her friend to drive her car enroute to the emergency room. No bg test was taken at home. Upon arrival at the ER, a bg test was done but she couldn't remember the values. The reading was within the range (5 points) as her cgm reading (unspecified) at that time. The patient was treated with IV fluids and her ketones was tested fine. She stayed at the hospital until she felt better, and was discharged the same day, feeling fine. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.